Event description:
A technician at the hospital noticed that the canister was cracked when he opened the box. Opened a second canister and completed the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.